Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported liver perforation and subsequent death could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a liver perforation and subsequent death occurred. When inserting the ice catheter into the right femoral vein the liver was perforated. The procedure was continued after the perforation with no further complications. The patient was hospitalized and eventually experienced ards and expired. It was suggested the rigidity of the catheter may have led to the perforation.

Event description:
The catheter was inserted on the left side.

Manufacturer narrative:
Additional information.